Manufacturer narrative:
No exact event date was given, therefore an approximate date of (B)(6) 2020 was used as the event date based on the additional information that the event occurred about 2 weeks after the procedure date of (B)(6) 2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 17, 2020 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. The procedure was done under local anesthesia. Reportedly, the anatomy was noted to be difficult during placement. According to the complainant, about two weeks after the spaceoar placement, the physician noted a substantial portion of the spacer was in the anterior rectal wall. The patient experienced rectal pain and constipation. The patient was treated with antibiotics and was given stool softeners for constipation. As of (B)(6) 2020, the patient has felt less pain with bowel movements. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.